Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: there was no visible damage found on the bolus button. The bolus button was found to be responsive to user input. A normal bolus and an audio bolus was performed on the pump with no issues. The reported unresponsive bolus button was not confirmed or duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).